Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the imaging system functioned as designed when generating the generator error and the viewing station of the imaging system application software functioned as designed when attempting to render the 3d scans. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the system was not taking any images and was giving a generator overload error. Reloading the x-ray control firmware to the control board resolved the issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure when the site attempted to take a confirmation spin with the imaging system the detector and tube rotated normally. The imaging system behaved normally as if it was taking a spin but there was no information on the mobile view station (mvs). When the dose report was checked for confirmation it did not have any 2d or 3d exposures only the information from the original spin was present. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.